Event description:
It was reported that this artificial urinary sphincter (aus) was associated with persistent urinary leakage. A surgical procedure was performed in which the existing device was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).